Manufacturer narrative:
(B)(64) 2015. (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 16885064 description: next generation anchor kit sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort. It was noted that the patient had not used the device in a year. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the location of the discomfort was around the battery site in the back.

Event description:
A report was received that the patient was experiencing discomfort. It was noted that the patient had not used the device in a year. The patient underwent an explant procedure. No device malfunction was suspected.